Event description:
The account alleged they had a problem locking the brakes on the bed. No pt impact.

Manufacturer narrative:
The technician found that head brake plastic brake pads had worn down. The technician replaced the head brake caster pads to resolve the issue.